Event description:
It was reported via repair work order that the auxiliary outlet was not functioning due to fluid intrusion of the auxiliary outlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.